Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic. It was noted that after a device update was performed, all the electrograms were lost. The nurse indicated previously the implantable cardioverter defibrillator noted many non-sustained right ventricular oversensing episodes. Programming changes were suggested. The recommended changes were performed previously. The patient was stable throughout.